Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed, however three photos were provided for visual inspection. During the visual inspection of the provided photos, the product was found to be wet. A particulate matter on the header was visible. The reported failure was confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a white foreign matter was observed inside a polyflux 170h during priming. There was no patient involvement. No additional information is available.